Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood in a timely manner, as instructed in the user's guide when a power failure occurs. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A power failure occurred in the home causing the cycler to lose power during a routine hemodialysis treatment. The cycler did power back on however, rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190 cc. No medical intervention was required.